Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on 18-mar-2025. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the device tip revealed stress marks and a bump condition. No internal components were found exposed. A device history record was performed for the finished device batch number, and no internal actions were identified. The tip deformity issue reported by the customer was confirmed. The potential cause of the bumped tip observed could be related to the handling or manipulation of the device during the procedure; however, this can not be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with vizigo and a sharp edge appeared issue was observed. Deformed/damaged sheath tip. No patient consequence. Additional information was received on 10-mar-2025. Tip was damaged, a sharp edge appeared. The sheath was not being used on the patient. This event was originally considered non-reportable; however, bwi became aware on 10-mar-2025 of a sharp edge appeared issue and have reassessed the event as reportable. The awareness date for this record is 10-mar-2025.